Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The nurse reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 576 mg/dl. The customer¿s current blood glucose value was 278 mg/dl. The customer received emergency medical service for heart not related to diabetes but he was treated at hospital for high blood glucose value. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer reported that the drive support cap appears normal. Based on customer report customer does not allege pump was under delivering. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. The customer stated that the basal rates and bolus wizard were programmed accurately. The customer attempted to navigate screens to read history but unable to navigate screens and locked keypad. The customer stated that he feels he may have miscalculated carbohydrate and did not take enough insulin for the carbohydrate. The customer stated he was unable to read alarm history. The insulin pump will not be returned for analysis.